Event description:
(B)(6) 2018 07:02:46 (B)(4). ***according to sap, this unit requires syr/pca gripper recall 2017-dom. Although it is in the date range for this recall, the claws function properly. ***not affected.*** recall complete.*** recalls required: none. Repairs completed: customer stated problem: "failed preventive maintenance": confirmed: unit fails inspection (see below, plastics), pm binary test, plunger force accuracy, and plunger position accuracy. Pfa and ppa failures: due to mis-alignment between front case and gripper-retainer. The gr was not seated properly in it's slot. One side is tilted upwards compared to the other side. Corrected on re-assembly. Binary test failed due to slow return (and "closed" indication) of the barrel clamp.). Barrel clamp is replaced, with new bushing & seal. Plastics: front case, rear case, handle: ***prp*** other repairs completed: keypad (scratched), barrel clamp (cracked), tube drive (bent down), gripper-retainer not properly seated in front case, iui's (both corroded), top disc holder corroded insert. Maintenance actions completed: calibration, pm. Sku not changed. Tamper seal: void: seal was peeled back to rear case on arrival. (B)(6) 2018 12:21:59 (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). According to sap, this unit requires syr/pca gripper recall 2017-dom. Although it is in the date range for this recall, the claws function properly. Not affected. Recall complete. Recalls required: none. Repairs completed: customer stated problem: "failed preventive maintenance": confirmed: unit fails inspection/ pm binary test, plunger force accuracy, and plunger position accuracy. Pfa and ppa failures: due to mis-alignment between front case and gripper-retainer. The gr was not seated properly in it's slot. One side is tilted upwards compared to the other side. Corrected on re-assembly. Binary test failed due to slow return (and "closed" indication) of the barrel clamp.). Barrel clamp is replaced, with new bushing & seal. Plastics: front case, rear case, handle: prp. Other repairs completed: keypad (scratched), barrel clamp (cracked), tube drive (bent down), gripper-retainer not properly seated in front case, iui's (both corroded), top disc holder corroded insert. Maintenance actions completed: calibration, pm. Sku not changed. Tamper seal: void: seal was peeled back to rear case on arrival. (B)(4).